Event description:
Customer reported the video cut out and c-arm is noisy in lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the c-arm. Could not reproduce video problem. System operates as intended.